Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for 3rd degree atrioventricular block, occurring during the procedure. It was reported that the patient underwent a mitraclip procedure, treating functional mitral regurgitation (mr) grade 3-4. One clip was implanted reducing mr to grade 1. However, during the procedure, the clip delivery system (cds) caused pressure on the septum, which caused a 3rd degree atrioventricular block. Cardiopulmonary resuscitation was performed for approximately 3 minutes and a pacemaker was implanted. The event resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of arrhythmia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of arrhythmia was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.